Event description:
The customer reported that there was no image on the monitor. No patient injury was reported.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.